Event description:
Info received indicates the head section will not lower past 15 degrees.

Manufacturer narrative:
The technician found the head cylinder was bent. The technician replaced the head cylinder to repair the bed.